Manufacturer narrative:
Submit date: 07/15/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit will not alarm when occluded (downstream or upstream). The issue was discovered during incoming inspection. There was no patient harm.

Manufacturer narrative:
Submit date: 03/08/2017. An evaluation of the kangaroo epump was performed for the reported condition of the unit failing to alarm when occluded. The unit was triaged and the reported issue could not be confirmed. The unit passed all testing. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications.